Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer can hear fluid inside of the insulin pump after they fell into the pool. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the moisture exposure. The customer was unsure if there was fluid under the lcd screen. The device had multiple cracks. The customer removed the reservoir and the battery; however, the screen became completely blank and would not turn back on. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assembly. The motor and the force sensor had corrosion. We were unable to verify black screen due to blank display. We were unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump had cracked case at battery tube side, minor scratched display window, scratched case, keypad overlay texture damage and a pillowing keypad overlay and a fading serial number label.